Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports tip broke off. On (B)(6) 2015 customer reports doctor was undermining tissue during facelift when tip broke off. No harm to pt, tip retrieved.